Manufacturer narrative:
Device evaluation summary: the service engineer (se) evaluated the device and replaced the pneumatic interface printed circuit board assembly (pcba). The ventilator passed all testing per manufacturing specification and was placed back into clinical use. If the replaced part is returned for failure investigation, a supplemental medwatch report with the findings will be submitted once the investigation is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator went inoperative. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: the following part was returned for failure investigation: pneumatic interface printed circuit board assembly (pcba). The pneumatic interface printed circuit board assembly (pcba) was visually inspected and showed no anomalies. The board was functionally tested and the reported condition was not confirmed. The failure investigation found the device to function normally. Conclusion: the reported event of a ventilator going into an inoperative state could not be duplicated. If information is provided in the future, a supplemental report will be issued.